Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2007; 407645 lead, implanted: (B)(6) 2007. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a downgrade procedure, as the device had reached elective replacement indicator (eri). It was noted that there was high right ventricular (rv) pacing impedance going back as far as trend data was available. Lead fracture was also reported. The physician elected to cap the entire rv lead and utilize the existing left ventricular (lv) lead in the rv port of the replacement device. No patient complications have been reported as a result of this event.